Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set tape not sticking event on 21-feb-2026.the infusion set was in use for one day. No further information available.